Event description:
The customer reported to customer service that her transformer power cord got hot and the power cord was sparkling, had exposed wires and a broken housing. The customer also stated that her outlet is burned. The customer threw the power cord away and does not have the lot number or revision.

Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in the complaint was discarded by the customer. Therefore, no conclusions can be made as to the cause of the event or any determination as to the revision of the transformer. The two investigation below cover the revision that are manufactured by medela. As a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on-going. This issue with a damaged transformer housing for the pump in style device was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping., handling and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double staking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Should add'l info be received, resulting in new, changed, or corrected info, a follow-up report will be filed at that time.